Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission an alert was delivered for a lead issue. The lead was capped and replaced. The patient was stable post procedure.